Manufacturer narrative:
No product has been returned for investigation as it remains in patient. No x-rays were provided to confirm the reported event, no allegation of product malfunction. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: loss of sensory and/or motor function..." "...compatibility: proper placement must take into consideration of anatomy of the patient in and around the surgical site to avoid potential damage. All components should be final tightened per the specifications in the surgical technique..." Product remains in-situ.

Event description:
On (B)(6) 2017, patient underwent an extreme lateral interbody fusion procedure. On (B)(6) 2017, a posterior fusion procedure was performed at t10-s2ai levels where the l4 lock screw was unable to be tightened due to the angulation of the rod and polyaxial screw. Manual tightening was performed. Two hours post-op procedure patient experienced right quadriceps dysfunction. Patient will continue to be monitored no revision procedure is planned at this time. No allegation of product malfunction.

Manufacturer narrative:
Received information stating patient has recovered post index procedure. Facility name and address has been updated to reflect correct event location.